Event description:
It was reported that, during surgery, the tip of one (1) baseplate glenosphere inserter broke off in the baseplate. It is unknown how the procedure was completed and if there was a surgical delayed. No patient injuries were reported

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection revealed that the threaded tip of the baseplate/glenosphere inserter had been fractured off into the glenoid baseplate 10 deg fw aug. Additionally, the device had signs of indentations/wear on the top of the rod handle. During evaluation, the threaded tip from the baseplate/glenosphere inserter was able to be removed from the glenoid baseplate 10 deg fw aug. Visual evaluation of the glenoid baseplate 10 deg fw aug did note some damage (nicks/scratches) to the sides of the implant. Some damage to the porous surface as visible, this is most likely from attempted implantation and subsequent removal. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the baseplate/glenosphere inserter. Therefore, no investigation is deemed for the other device. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during surgery, the tip of one (1) baseplate/glenosphere inserter broke off in the glenoid baseplate 10 deg fw aug. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Event description:
It was reported that, during surgery, the tip of one (1) baseplate/glenosphere inserter broke off in the baseplate. The procedure was resumed, after a non-significant delay, with a s+n back-up device.

Manufacturer narrative:
B5 (event description).